Manufacturer narrative:
Concomitant medical products: 1688tc lead, implanted (B)(6) 2005; 2872 crdm adaptor, implanted (B)(6) 2012; 2088tc lead, implanted (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the device reached elective replacement indicator due to possible premature battery depletion. The device was known to have high outputs for the patient. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. If information is provided in the future, a supplemental report will be issued.